Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro while dividing branches, the harvester noticed that the silicone on the hemopro jaws had fractured. There were no visible pieces of the silicone left in the leg, but the harvester could not rule out 100% that foreign material was left behind in the leg from the jaws. The harvester stopped use of the device, looked throughout the leg for silicone pieces from the jaw. Upon not finding any, they opened another kit to complete the case. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro while dividing branches, the harvester noticed that the silicone on the hemopro jaws had fractured. There were no visible pieces of the silicone left in the leg, but the harvester could not rule out 100% that foreign material was left behind in the leg from the jaws. The harvester stopped use of the device, looked throughout the leg for silicone pieces from the jaw. Upon not finding any, they opened another kit to complete the case. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Based on the photos provided by the complainant, it was observed that the boot silicone insulation was peeled at the tip of the cold jaw, exposing the metal part beneath. A small portion of the boot at the tip appeared to be missing. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood were observed. Charred tissues were evident on the jaws. The silicone insulation at the tip of the cold jaw was peeled, exposing the metal part of the tip of the cold jaw. A small portion of the boot at the tip was missing. That missing part of the boot was not returned with the device. Microscopic inspection showed the heater wire on the hot jaw was slightly flexed but remained attached. Based on the returned condition of the device and the results of the evaluation, the reported failure mode "peeled" was confirmed. The analyzed failure mode "bent wire" was also confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro while dividing branches, the harvester noticed that the silicone on the hemopro jaws had fractured. There were no visible pieces of the silicone left in the leg, but the harvester could not rule out 100% that foreign material was left behind in the leg from the jaws. The harvester stopped use of the device, looked throughout the leg for silicone pieces from the jaw. Upon not finding any, they opened another kit to complete the case. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Based on the photos provided by the complainant, it was observed that the boot silicone insulation was peeled at the tip of the cold jaw, exposing the metal part beneath. A small portion of the boot at the tip appeared to be missing. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood were observed. Charred tissues were evident on the jaws. The silicone insulation at the tip of the cold jaw was peeled, exposing the metal part of the tip of the cold jaw. A small portion of the boot at the tip was missing. That missing part of the boot was not returned with the device. Microscopic inspection showed the heater wire on the hot jaw was slightly flexed but remained attached. Based on the returned condition of the device and the results of the evaluation, the reported failure mode "peeled" was confirmed. The analyzed failure mode "bent wire" was also confirmed.